Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred and the pump shut off unexpectedly. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump indicated a data log corruption. Customer's continuous glucose monitor was 300-high (value not provided) mg/dl. Customer administered a manual insulin injection to address elevated bg. Reportedly, customer continued using pump for insulin therapy.